Event description:
Boston scientific received information that this patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room after experiencing a loss of consciousness. The patient remembers one other episode where they fell about three months ago. The device was interrogated by a boston scientific field representative and found pacing impedance measurements above 2,000 ohms on this right ventricular (rv) lead. There were non-sustained ventricular tachycardia (vt) events which were caused by the oversensing of noise on the rv lead. These events were not treated with shocks. The field representative noted that the patient is not pacer dependant and has an intrinsic rhythm of sixty beats per minute, so there was no asystole noted. The device was reevaluated three days after the event. Non-invasive programmed stimulation (nips) was performed was successful with a 21j shock. Pace impedances measurements continue to be over 2000 ohms but there are no new episodes of noise and oversensing. The physician elected to continue to monitor the ICD and rv lead at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.